Manufacturer narrative:
Two magec rods were received for evaluation. Visual and functionality testing was performed and the reported issue could not be confirmed.

Manufacturer narrative:
The initial medwatch report was submitted with two lot numbers. This report is to provide the correct lot and UDI number for the reported event.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time. Labeling review: warnings "... Metallic implants can loosen, fracture, corrode, migrate, or cause pain..." No product returned.

Event description:
Information was received that alleged the magec rods were no longer distracting. As per reporter, once radiographs were taken, it revealed a damaged pin on one of the rods. On (B)(6) 2019 a revision procedure was performed.